Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software took too long to deliver correction boluses after consuming meals. The customer experienced an elevated blood glucose (bg) of 575 mg/dl. The customer reverted to an alternate method of insulin therapy and declined follow up from tandem technical support.